Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [2.0 mg/ml] at a dose of 0.5579 mg/day and bupivacaine [5.0 mg/ml] at a dose of 1.3947 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on 2017-sep-20 that there was a pump motor stall and the patient experienced increased pain on (B)(6) 2017. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read on (B)(6) 2017 as diagnostics/troubleshooting performed. The pump logs were attached to the report and showed that the motor stall occurred on (B)(6) 2017 at 18:10 and reached stopped pump period may exceed tube set on (B)(6) 2017 at 18:10. The estimated eri (elective replacement indicator) was 14 months. Surgical replacement of the stalled pump was scheduled for (B)(6) 2017. It was indicated that the pump would be returned. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was (B)(6) lbs. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of increased pain). No further complications were reported or anticipated.